Event description:
It was reported that the patient was hospitalized due to shortness of breath. It was noted that the device was in backup mode. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of device in back-up mode was confirmed. The device was in back-up mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis was performed after device was cut open and device was found to be above elective replacement indicator (eri) level. The device was unable to be restored by reloading product code.

Event description:
It was reported that the patient was hospitalized due to shortness of breath. It was noted that the device was in backup mode. No intervention has been performed. The patient was stable.